Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: synergy ii us mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified distal stent damage. Struts 1 and 2 from the distal end of the stent were damaged and pulled in a distal direction. The remainder of the stent was undamaged. The crimped stent outer diameter of the undamaged section was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-sep-2017. It was reported that crossing difficulties were encountered.   The target lesion was located in the highly calcified left anterior descending (lad) artery. A 2.50x38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.